Event description:
Pt with diagnosis of end stage pulmonary fibrosis was placed on bi-pap machine per doctor's order on event date at 2330. Bi-pap had been used off & on for 9 consecutive days during hospitalization. At 0410 the next day it was found that the oxygen was not piped into the bi-pap machine. The flow selector was set on cannula instead of bi-pap. Pt was cyanotic, unresponsive @ 0410. Oxygen was directed through the bi-pap @ 0410 through the appropriate setting on flow selector. Physician notified. Pt expired @ 0605.